Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed, and the cause appears to be related to use of the device. One 18g introducer needle and guidewire were returned for investigation with an unused niagara slimcath and other unused kit accessories. The distal tip of the guidewire was received lodged inside the needle shaft. The distal j-bend of the guidewire was not visible within the distal opening of the introducer needle. Blood residue was observed on the guidewire. A tactual investigation revealed that the coil wire could be stretched over the core wires. The distal end of the guidewire was forcefully removed from the needle. A microscopic examination of the guidewire revealed deformation in the weld tip. Deformation was also observed along the inner beveled edge of the needle, which indicates that the guidewire was retracted within the needle. The coil wire was stretched just proximal to the distal weld tip, which revealed that the core wire broke at the weld. After flushing residue from the needle, the distal end of the guidewire, which was still intact, passed through an 18g needle without difficulty. The outside diameter (od) of the guidewire was within specification. The damage observed on the returned sample is consistent with a break of the core wires under tensile stress. This can occur if the guidewire becomes lodged in the needle during use. One of the cautions in the IFU states, ¿do not pull back guidewire over needle bevel as this could sever the end of the guidewire. The introducer needle must be removed first. Also, if unusual resistance is met during manipulation of the guidewire, discontinue the procedure and determine the cause of resistance before proceeding. Withdraw needle and guidewire if cause of resistance cannot be determined.¿ a lot history review (lhr) of rezh1534 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the niagara catheter was placed in the patient while in intensive care. The healthcare professional (hcp) stated that "when passing the guide" it became stuck. The procedure was stopped and the device was removed. Another device was used to complete the procedure. No patient injury was reported.